Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Although requested, contact declined to upload the pump for tandem technical support to investigate further. As a result, the customer¿s blood glucose (bg) level ranged from 50-70 mg/dl. Customer consumed carbohydrates to treat low bg. Reportedly, customer continued to use pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.